Manufacturer narrative:
(B)(4). One actual sample was received at the manufacturing plant for evaluation. Visual inspection as well as functional tests were performed. The unit passed all tests. Therefore, the reported condition was not confirmed. An assignable root cause could not be determined.

Event description:
A customer reported to baxter corporate product surveillance (cps) a clearlink catheter extension set in which the male luer lock would not move forward to lock the catheter extension set. The alleged defect occurred during patient infusion, and an unknown amount of blood was lost. According to the report, the nurse replaced the catheter extension set and therapy continued as normal. After, the defective catheter extension set was flushed with saline, and the male luer lock moved freely. There were no reports of patient injury, medical intervention, or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Correction: the sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.